Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k831567.

Event description:
According to the reporter, the device had an unknown failure. There was a patient involved with an unknown serious injury reported in this event. Medtronic is requesting additional information regarding the circumstances of the event.